Event description:
It was reported that a patient underwent a sling procedure in 2009. During the procedure, the finger pad fell off and the implant pulled out with the inserter. A second same device was not available so the procedure was successfully completed with a different sling device with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.